Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated, the power supply was adjusted, and the battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported getting communication failure and unable to make fluoro. This resulted in a loss of imaging functionality. This could result in the delay of a procedure. There is no report of injury or death associated with this event.